Event description:
It was reported that patient presented in-clinic with intermittent rv oversensing resulting in non-sustained vt episodes. Review of the episodes revealed possible myopotential oversensing. The oversensing was replicated with deep breathing. Suggested programming changes were made. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.